Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device were returned and analyzed. (B)(4) no anomalies were found. It was noted there was grommet damage. (B)(4) no anomalies were found. It was noted there was grommet damage.

Event description:
It was reported that implant was attempted using two different devices, but oversensing, fluid ingress, and crosstalk occurred. Another device was implanted. No patient complications were reported as a result of this event.